Event description:
It was reported that the patient's right hip was revised due to trunnionosis, trunnion wear, metallosis, and head dissociation. The stem, head, and liner were revised. Rep confirmed there are no allegations against the revised liner. Rep confirmed that he can provide pictures and that otherwise, no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding disassociation & wear involving an unknown meridian stem was reported. The event was confirmed only for disassociation based on medical review method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: confirmation: an event-dissociation of a femoral head form a stem can be confirmed. While there is some hint of trunnion wear on the x-ray this is hard to visualize and confirm. The revision event, metallosis, and trunnion wear cannot be confirmed without additional records. Root cause: the root cause of the event appeared to be trunnion wear and as a result head dissociation, but this could not be fully confirmed. The v40-trunnion interface would need to be examined through lot numbers and perhaps examination of the explants to confirm. Product history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: the reported unknown stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. No further investigation for this event is required at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to trunnionosis , trunnion wear, metallosis, and head dissociation. The stem, head, and liner were revised. Rep confirmed there are no allegations against the revised liner. Rep confirmed that he can provide pictures and that otherwise, no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.